Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having to change reservoir and infusion set due to high blood glucose. Customer's blood glucose was 387 mg/dl and 400 mg/dl. When customer changed infusion set, it was found that cannula was bent. Customer also reported of being in the intensive care unit with blood glucose of 600 mg/dl due to a steroid shot and not insulin pump. Supplies would be replaced.